Event description:
During a phacoemulsification procedure, the irrigation/aspiration function of this unit deselected by itself. The function was reselected and the procedure was able to be completed with this unit. There was no pt injury.

Manufacturer narrative:
Balanced salt solution was shorting the receptacle panel.